Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. The reamer shell showed little evidence of wear on cutting teeth. A few small dents in the crossbars and scratches around the periphery were observed. DHR was not reviewed, as product was manufactured at (B)(4) in september 2012. A trend analysis was performed on part number t79 from december 2013 to december 2014. There were a total of (B)(4) other complaints with all of them reporting a similar event for dull reamers. Two (2) were confirmed, and one (1) was not confirmed. None of the other complaints belonged to the same lot as this returned event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.